Manufacturer narrative:
Batch review performed on 02 january 2020. Lot 133950: (B)(4) items manufactured and released on 24-oct-2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation: femoral component (stem and head) revision performed 6 years after primary cementless total hip arthroplasty. No information concerning patient age, general health status and the presence of comorbidities is available. In the image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
The patient came in complaining of pain of pain due to a potted stem. The cause of the potted stem is unknown. The surgeon revised the stem and head almost 5 years after primary. The surgery was completed successfully.